Manufacturer narrative:
The medical history was received and evaluated. The pt's smoking is the probable cause of failure.

Event description:
Implant was placed 2/21/96. Pt reported it came out on 12/13/96. Pt threw the implant away. One person affected.